Event description:
Customer reported that the insulin pump started to crack at the base and that the piston no longer contacted the reservoir. The blood glucose reading was 170 mg/dl. The damage occurred through normal use and various bumps and drops. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.